Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the knife of the subject device couldn't be extended. There were burn marks and adhesion of foreign substances. And a part of the subject device was missing. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that since the contact length between the tissue and the knife was too short, the discharge of electricity occurred. Therefore, the distal end of the knife became extremely hot, which caused the damage to the knife, and eventually, the damaged part fell off. The instruction manual of the subject device warns; when the electrosurgical unit is used in the coagulation mode, deformation or break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using grasping forceps. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the knife of the subject device couldn't be extended from the distal end during a colorectal endoscopic submucosal dissection (esd). The doctor completed the procedure with another device. There was no patient injury reported. On (B)(6) olympus medical systems corp. (Omsc) confirmed that a part of the subject device was missing, and there was a possibility that the fragment fell off into the patient.